Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 3.0x12 mm xience alpine stent delivery system (sds) was advanced to the lesion but the stent could not be deployed due to a hole noted in the balloon. The device was removed and a new stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed as a leak. The reported activation failure was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) could not deploy due to a rupture on the balloon. Analysis of the returned sds noted that the balloon was undamaged; however, an outer member tear and subsequent leak was noted proximal to the guide wire exit notch. Factors that may contribute to a tear include, but are not limited to, inadequate material integrity, interaction with challenging anatomy, or interaction with accessory devices. In this case, it cannot be definitively determined when the outer member became damaged. Additionally, a leak would impact the sds¿s ability to maintain pressure, likely contributed to the activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.